Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic field service engineer (fse) went to site to troubleshoot the issue on 6/24/2014. Batteries tested at 6 min 50 sec which exceeds the minimum of 3 mins. Site has been having power surge issues that do, at times blow the mobile view station (mvs) fuses. Instructed staff that once mvs is unplugged and moved into a case, it should then be promptly plugged back in. Replaced ups and batteries. System checkout ¿ passed, the imaging system is fully functional, staff notified. Parts were sent back to manufacturer for evaluation on 7/2/2014. Power supply ups with switch confirmed reported problem " unable to hold charge". Lost power at 2 min and 38 seconds. Failure mechanism: battery wont hold charge. No further issues reported. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic field service engineer (fse) reported that the site complained the mobile view station (mvs) shut down shortly after being unplugged from wall power. The system was not connected to the image acquisition system (ias) when issue occurred. Bad ups or batteries. There was no patient present when this issue was identified.